Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information to date after calls to customer (B)(6) 2024 and on (B)(6)2024. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a loss of mechanical ventilation due to battery failure during a case. The patient was switched to an ambu bag, emergency power restarted unit. There was no patient injury.

Manufacturer narrative:
Additional information was received that the unit was not plugged in overnight causing the batteries to lose charge. This is a use error. There was no reportable malfunction.